Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info for patient: bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Was the initial procedure performed at hospital (B)(6) or hospital (B)(6)? What product code was used on this patient - sxpp1b410 or sxpp1b409 or both? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Please clarify what is meant by ¿handle extrusion¿? It was reported ¿bleeding 30 days after. Dome suture on shift at hospital (B)(6)¿. Please advise: was the ¿dome suture on shift at hospital (B)(6)¿ a second procedure that was performed after the initial total abdominal hysterectomy procedure? If this was a second procedure, what suture was used to complete the second procedure? Was there any issue noted with the stratafix suture used during the initial total abdominal hysterectomy during the second procedure? If yes, please describe. During the laparoscopy on (B)(6) 2020 for dehiscence and handle extrusion, please advise: can you describe the appearance of the stratafix suture during this procedure? Was the stratafix suture found broken? If yes, where was suture breakage: termination, middle, end? Does the surgeon believe there was an alleged deficiency with the stratafix suture that contributed to the reported event? Lot used on this patient? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent total abdominal hysterectomy and videolaparoscopy on (B)(6) 2019 and barbed suture was used. Anticoagulation was started 15 days after surgery for mesenteric thrombosis, bleeding 30 days after and dome suture at hospital. The patient resumed sexual intercourse on (B)(6) 2020. The patient experienced discreet bleeding and pain. The patient was evaluated on (B)(6) 2020 on an outpatient basis. The patient experienced dehiscence and handle extrusion. The patient underwent laparoscopy on (B)(6) 2020 and re-suturing with a different suture. Additional information has been requested.